Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been as a result of implant depth or forward tension applied to the delivery system during deployment. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the 5. Inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm portico valves was selected for an implant. The annular dimension of the native valve was aortic annulus perimeter: 80.6 mm. The implant depth at deployment was noted as 2mm. The implanted depth at release was 1mm. There was sufficient calcium to allow anchoring of the device. The patient did not have a horizontal aorta. During final released of the valve, the valve migrated due to forward tension applied on the flexnav delivery system during final deployment. The valve was not snared. The patient did not have a hypertensive episode at the time of migration. The migrated valve did not block a coronary artery. There was no interaction between the delivery system and the valve. There was no difficulty with deploying or retracting the valve during the procedure. The patient's gradient was noted as 15 mmhg following the implant. A 2nd 29mm portico valve was selected in a valve-in-valve procedure. The patient's status was noted as stable.